Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A other manufacture has reported with a description of intraocular lens (iol) has tiny cut on the optic near one of the haptic. Preloaded iol was loaded in usual fashion. Additional information has been requested.